Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer declined to perform troubleshooting with tandem technical support. Tandem technical support informed customer of pump reset information. Customer was able to resume insulin therapy.